Manufacturer narrative:
The inner sheath was returned to the service center for evaluation. A visual inspection was performed on the received device and found approximately 40% of the ceramic beak from the distal end side is broken off and missing. The broken ceramic beak pieces were not returned for evaluation. The outer tube was also inspected and noted minor scratches and dents at the distal area. Based on the evaluation, the cause of the broken ceramic beak is due to mishandling. In addition, the original equipment manufacturer (OEM) performed a manufacturing and quality control review for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue.

Event description:
The service center was informed that during a therapeutic a transurethral resection of bladder tumor (turbt) procedure, the inner sheath broke off and fell into the patient's bladder. The device fragment was retrieved with a grasper. There was no bleeding reported. The surgeon did not experience resistance when inserting or withdrawing the sheath from the scope and the use of force was not required. The intended procedure was completed with a similar device. There was no patient injury.